Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the device had problems with the pins and was turning off during use while performing an unspecified procedure involving an olympus video system center. There was no patient injury reported.